Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system monitor auto-scrolling through tabs was not confirmed. A patient was connected to the system monitor at the time of the reported event and was confirmed to be asymptomatic. Technical services suggested to power cycle the unit. As no product was returned for analysis, and as no additional files were associated with the reported event, the issue was unable to be confirmed. The root cause for the reported event was unable to be determined through this analysis. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The device history records were reviewed and the records revealed the system monitor was manufactured in accordance with manufacturing and quality assurance specifications. System monitor serial number (B)(6) was shipped to the customer on 29dec2006. The heartmate 3 IFU instructs users on how to properly setup and use the system monitor, and to contact their hospital if any issues arise, including issues related to the operation of the unit. The heartmate 3 patient handbook (section titled ¿emergency contact list¿) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor was auto scrolling through the tabs on its own. The patient was connected to the system monitor when the reported event occurred. The customer replaced the system monitor. Technical service suggested to power cycle the unit. The patient was asymptomatic.